Event description:
Doctor was attempting to fire the ethicon contour stapler, the plastic handle snapped off (clean break) stapler was being used on appropriate tissue for device (rectum) and surgeon stated tissue was not unusually thick. Stapler never deployed.